Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump lost programming. It was reported that the pump was not in use at the time and that the patient was using their backup pump with no issues. No adverse patient effects were reported.